Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. However, hardware low level failures alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at keypad assembly. No cosmetic damage noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that battery lasted only a few days, even with fresh and lithium battery. No harm requiring medical intervention was reported. The device will be returned for analysis.